Manufacturer narrative:
As reported in a research article, after implantation with an amplatzer septal occluder some patients experienced complications including device embolization. The exact number of patients which had the device embolize was not reported. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2135147-2020-00145. It was reported through a research article identifying amplatzer septal occluders (aso) that may be related to interventional catheterization with aso in the ostium secundum atrial septal closure. 92 patients were involved in the study. Demographic and echocardiographic variables were used before, during, and at the year of catheterization. Complications observed during procedure was reported as embolization. Specific patient information is documented as unknown. Details are listed in the attached article, titled "atrial septal defect closure by interventional catheterization with amplatzer device in pediatrics."